Manufacturer narrative:
Insulin pump received with minor scratches on display window, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that the insulin pump cracked at the battery. Customer stated a big piece missing from the insulin pump. Customer stated while screwing the battery cap a big piece from the pump broke. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.